Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
This complaint is MDR reportable. It was reported when using the bd vacutainer® eclipse¿ signal¿blood collection needle that after trying several bd eclipse signal pre-attached devices from the same box, she had to use a needle she was not used to and injured herself. The patient was potentially infectious. Follow up: the serology from the patient was fortunately negative¿

Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended.